Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance anomaly. This lv lead was replaced with different model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the lead was attempted due to patient anatomy. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance anomaly. This lv lead was replaced with different model and not implanted. No adverse patient effects were reported. Additional information received which indicated that this lv lead was attempted due to difficulty in anatomy. This lv lead will not be returned.